Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain endoscopic polypectomy, the user successfully placed the loop over a polyp and tried to ligate the polyp using the subject device; however the loop cut the polyp and the loop stopper of the device stuck into the target site. It was also reported that minor bleeding in the target site occurred. The bleeding was reportedly treated with an uncertain clip endoscopically after the loop stopper was retrieved. There was no report regarding further injury and the procedure was reportedly completed using subject device.

Manufacturer narrative:
The subject device without loop stopper was returned to omsc for eval. The eval confirmed that there were no abnormalities in its operating and appearance. There were no abnormalities related to the phenomenon in the mfg record of the subject device. The hx-400u-30 instruction manual already states; warnings: do not apply unnecessary force to the loop when ligating tissue during the procedure. Excessive force applied to the loop could cut the surrounding body cavity tissue, resulting in pt injury, such as hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument. This report is being submitted as a medical device report in an abundance of caution.